Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced limb ischemia. The physician considered performing a femoral to femoral bypass. However, the vascular surgeon reported that the leg was still sufficiently perfused. Therefore, a femoral to femoral bypass was not necessary. The patient was monitored and the leg was deemed sufficiently perfused and did not require intervention. Support was continued with the implanted pump following the intervention. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.